Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a distal radial fracture the suture became detached from the anchor. The broken pieces were retrieved out of the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update dw 09-jan-2025: further information was provided that a piece broke off and the suture thread snapped inside the patient but the customer was able to retrieve everything.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged, ar-1318ft, suture anchor, corkscrew®, serial/batch number: (B)(6), was received for investigation. Visual evaluation noted that the returned device arrived with a curved needle attached to a fragment of the torn suture. Additionally, the anchor was detached from the distal tip. Functional testing was not performed due to the damage of the device. The most likely cause can be attributed to misuse due to improper bone preparation; misaligned insertion; or prying/leveraging the screw during insertion.